Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. This involved right ventricular (rv) lead is a non (B)(6) product. The device has been programmed to deactivate tachy therapy. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).